Event description:
It was reported that the monitors on the 6600 system had no images prior to a case. The 6600 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The scan converter board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.